Event description:
Health professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The device has been explanted.

Event description:
Physician reported left side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ deformation observed. ¿ wear abrasion observed. ¿ voids observed in the gel. No further actions are required as the device was implanted.